Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as high with ketone levels of 12-13 mg/dl; cause was due to a malfunction alarm occurring. Customer called technical support and reached out to healthcare provider for insulin ratios for insulin delivery via insulin pens to address bg level. The customer reverted to insulin pens for insulin therapy.